Event description:
It was reported via repair work order that the restraint straps were the wrong straps for the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.